Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the related right atrial (ra) lead (medtronic) exhibited fluctuations in the impedances from 500 to greater than 3000 ohms. The presenting electrocardiogram shows atrial arrythmia was in progress, which appears to have been since may of 2020. During a recent follow-up visit, the atrial impedance out of range alert retriggered post follow-up visit. This device was reprogrammed and detection enhancements using the atrial channel are now turned off. This device and the related medtronic atrial lead remain implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the related right atrial (ra) lead (medtronic) exhibited fluctuations in the impedances from 500 to greater than 3000 ohms. The presenting electrocardiogram shows atrial arrythmia was in progress, which appears to have been since (B)(6) 2020. During a recent follow-up visit, the atrial impedance out of range alert retriggered post follow-up visit. This device was reprogrammed and detection enhancements using the atrial channel are now turned off. This device and the related medtronic atrial lead remain implanted and in service. No adverse patient effects were reported.